Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted global technical service (gts) regarding a high drain alarm 105 during drain 5 of 5. The home patient (hp) called the registered nurse (rn) and the rn was not sure what the alarm meant. The last ultrafiltration (uf) was 1974ml. In cycle 5 the uf was 2786ml. In cycle 4 the uf was -310ml. In cycle 3 the uf was 74ml. In cycle 2 the uf was -269ml. In cycle 1 the uf was 307ml. The hp had low ultrafiltration alarms as well. The total ultrafiltration was 3000ml. The fill volume was 2500ml. The last fill volume was 1500ml. The hp used 2.5% dextrose solution and would inform the rn later to let them know what the alarm meant. The technical service representative (tsr) will swap the machine. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was one or more cycle's advances to next fill when slow / no flow occurred above the minimum drain volume threshold.